Event description:
It was reported that intervention was required to remove the balloon. A 7.0 x 40, 75cm mustang balloon catheter was advanced for use. During the procedure, the balloon became stuck in the patient, necessitating a surgical cutdown to remove the balloon. The procedure was completed using an alternative method and there were no further patient complications reported.